Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien troubleshoot this issue with the customer and advised the customer to do ground isolation test, extended self test (est) and run the device overnight. The customer reported the unit passed extended self-testing.

Manufacturer narrative:
(B)(4).